Manufacturer narrative:
A ge rep evaluated the system and replaced the single board computer and associate hardware. System operates as intended. This MDR is related to ge healthcare.

Event description:
The customer reported the system will not boot or power up. No pt injury was reported.